Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube label partially peeled off during use. The following information was provided by the initial reporter: "we have received feedback from users that there are majority of blood tubes¿ labels are not paste properly."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated further investigation relating to this issue through CAPA#1064141. And potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube label partially peeled off during use. The following information was provided by the initial reporter: "we have received feedback from users that there are majority of blood tubes¿ labels are not paste properly."